Event description:
It was reported that stent dislodgement and difficulty withdrawing stent occurred. The target lesion was located in the heavily calcified mid right coronary artery (rca). A 28x4.00 omega¿ stent was selected to treat the lesion. The stent was loaded unto the unspecified guidewire and passed through a 7f unspecified guide catheter. Due to the heavy calcification, the stent failed to negotiate through the proximal rca. The physician attempted to retract the stent back to the catheter, but the stent would not pass back into the catheter. Th physician removed the catheter, stent and balloon from the rca, back through the aorta, down the femoral artery until near the sheath. The physician tried using a 8f unspecified guide catheter to remove the stent, but it would not enter the catheter. The physician called for a surgeon who removed the stent and balloon under local anaesthetic. The procedure was not completed due to this event but was completed the following day. No patient complications were reported and patient's status was fine. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).